Manufacturer narrative:
E1: initial reporter phone # : (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that after using bd vacutainer® safety-lok¿ blood collection set, the nurse had difficulties activating the safety mechanism which resulted in a dirty needlestick injury and blood exposure. They added that there must be two people to activate the safety mechanism after use to ensure secure closure. This event occurred 5 times, and no information on post exposure testing or medical intervention provided.

Event description:
It was reported that after using bd vacutainer® safety-lok¿ blood collection set, the nurse had difficulties activating the safety mechanism which resulted in a dirty needlestick injury and blood exposure. They added that there must be two people to activate the safety mechanism after use to ensure secure closure. This event occurred 5 times, and no information on post exposure testing or medical intervention provided.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 sets of retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects of the safety shields or the wing hubs were found as all samples met specifications. Also, the activation of the safety shields was checked using our retained samples of 8 sets and no issue was found relating to difficult to activate. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of difficult to activate. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.